Manufacturer narrative:
D4: could not confirm provided serial number. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had kept alarming 'air in line' even after the set had been primed multiple times. Sets had been changed, but the device still alarmed. The event occurred after prime.

Manufacturer narrative:
D9: date returned to mfg.: 6/4/2025. D4 - serial #, d4 - primary UDI number, h4 - device mfg date, d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device had kept alarming 'air in line' even after the set had been primed multiple times. Sets had been changed, but the device still alarmed¿ was confirmed through pump power up test, occlusion test and air detector test. The probable cause was air in line alarm. Conducted performance verification testing (pvt) with no additional issues found. Customer received replacement for out of box failure (oobf), the device will be placed in a loaner pool as is. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.